Manufacturer narrative:
Patient weight is not available for reporting date of patient reaction is not known. This report is for an unknown synthecel. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right frontotemporal craniotomy/clipping on (B)(6) 2016 with synthecel. On an unknown date, patient returned to the hospital with an episode of probable partial seizure. Computerized tomography (CT) and magnetic resonance imaging (MRI) showed right frontal edema with parenchymal enhancement. The patient was returned to the operating room on (B)(6) 2017 and the synthecel was taken out. There were no signs of infection but there was subdural scar tissue. Part of the scar tissue was sent to pathology, which showed a hypersensitivity reaction to the synthecel graft. After the surgery, the patient started recovering and has fully recovered now. The last MRI done in (B)(6) 2017 showed no residual white matter edema. This report is for one (1) unknown synthecel. This is report 1 of 1 for (B)(4).